Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the liberty cycler and the patient¿s klebsiella peritonitis event which warranted hospitalization. However, there have been no reported allegations nor is there any documentation that indicates a liberty cycler malfunction caused or contributed to this peritonitis event. Based on the available information, the source for the patients¿s klebsiella peritonitis cannot be determined. Peritonitis is a well-known complication of pd therapy. Should additional information become available, this clinical investigation will be updated accordingly. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On (B)(6) 2018, a continuous cycling peritoneal dialysis patient was experiencing abdominal pain and cloudy peritoneal dialysis effluent. Subsequently on (B)(6) 2018, the patient was hospitalized with klebsiella peritonitis. Details surrounding the patient¿s hospital course are unknown. However, the peritoneal dialysis nurse stated the patient continued and was treated with antibiotics (unknown drug, dose, route, frequency). The patient was discharged on (B)(6) 2018 continuing peritoneal dialysis therapy.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.